Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high result(s) compared to another device (ot verioiq). No actual results were given, patient alleges the difference between results is 40mg/dl. This complaint is being reported because it is unknown if the results meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.